Event description:
The manufacturer received information alleging a ventilator reported a machine flow sensor error during calibration. When the calibration was performed, nothing happened. There error remained. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device is being returned to the manufacturer's service center for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.